Event description:
It was reported that the pump shut off overnight due to multiple, unaddressed low battery alerts. The customer's blood glucose level was impacted (400 mg/dl). The customer reverted to injections.

Manufacturer narrative:
The tandem t: slim pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10-15 minutes), and also avoiding the frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.